Manufacturer narrative:
Method: actual device was evaluated. Results: the eval included performance testing (accuracy, verification of air/no food alarm, etc.). Multiple formulas and settings were used to recreate the failure experienced by the customer. The pump performed according to specification during each run (alarmed and shut off after food was gone). The set that was used with this pump when the malfunction occurred could have contributed to this malfunction but was not returned for eval. Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to specification. Moog is following up with the complaint reporter to obtain additional info. A f/u will be submitted should additional info become available.

Event description:
Customer reported: the pump will run out of food and keep running. Pt injury or medical intervention: no injury reported.